Event description:
During preventative maintenance of the device, the tech observed the heart lung console would not switch to battery power properly. When the system was unplugged, no battery backup power was available. The battery was allowed to charge to full capacity. As a result, the battery began to operate as intended. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.